Manufacturer narrative:
Retainer ring=clear. Customer complained on (B)(6) 2021 the device display is frozen then went blank after moisture exposure. Confirmed cracked battery compartment. Device passed displacement test, self test, active current measurement and sleep current measurement. Pump was monitored. No blank or frozen display noted during testing. Device successfully downloaded to thus. Pump trace download analysis confirmed the device alarmed low battery alert on (B)(6) 2021 00:40:00.000, power loss alarm on (B)(6) 2021 06:47:20.000 and replace battery now alarm on (B)(6) 2021 02:28:00.000. The power management graph confirmed abnormal unloaded voltage (ul vlith) and loaded voltage (loaded vlith). The power management graph also confirmed low battery alert, power loss alarm and replace battery now alarm were triggered due to moisture damage to the pcb1 board and pcb 2 board. The following were noted during visual inspection: corroded electronic assemblies, corroded motor home switch, scratched case, pillowing keypad overlay, cracked keypad overlay and cracked case (battery tube). The p-cap/reservoir does lock properly. No blank or frozen display noted during testing. However, confirmed the device alarmed low battery alert, power loss alarm and replace battery now alarm due to moisture damage to the pcb1 board and pcb 2 board. Confirmed cracked case (battery tube). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer was assisted with troubleshooting. Customer stated that the display did not return after the restart of the insulin pump. The insulin pump was in the pool and was cracked. No harm requiring medical intervention was reported. The inuslin pump will be returned for the analysis.